Manufacturer narrative:
B5: event description.

Event description:
It was reported that the spider 2 tenet was not locking into place. It is unknown when the issue was found and if there was a patient involved. A back-up device was available and no surgical delay was reported due this event.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.2 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the spider 2 tenet was not locking into place. It is unknown when the issue was found and how the procedure was finished. No delay and no patient injuries were reported.